Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a couple tiny bubbles were visualized near aortic valve.

Manufacturer narrative:
Age at time of event: "elderly." (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-08389. It was reported that the patient experienced st elevation. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device and delivery system was inserted into the watchman access system; however, during advancement the patient experienced some brief transient st elevation. No intervention was required and the st elevation resolved spontaneously within a few minutes. The patient was fine and they continued the case. The first closure device was fully recaptured as it was positioned too proximal and failed the tug test. The procedure was completed with a second 21mm watchman laa closure device. No further patient complications were reported. The patient left the hospital the following morning in stable condition.